Event description:
After surgery when swelling went down the right side deflated. Now the left side has deflated. Rptr has contacted MFR but MFR is not willing to take responsibility for the device. Rptr has gained weight since having these implanted. Rptr has thyroid problems and does not know if this is from the implant.